Event description:
Manufacturer ref.#:(B)(4).

Manufacturer narrative:
The internal evaluation determined that this complaint is a duplicate of report with mfg report number: 8010042-2021-01298. The correction of fields manufacture date and usage of device was required. This is based on the internal evaluation. Previous manufacture date: 09/07/2020. Corrected manufacture date: 09/04/2020. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that the ventilator generated an error indicating a turbine module failure. There was no patient harm. Manufacturer ref.#: (B)(4).